Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the fridge was failed to open due to remote manager issue. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a failed symbol on the top of the screen, but no drawer to be recovered. A field service engineer recovered all four tower doors, opened the remote manager (rm) using a key, which then caused it to show up as failed, powered down the station, cleaned the switches on the rm latch, powered the station back on, ran a final hardware test using the hardware testing application and rebooted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the fridge was failed to open due to remote manager issue. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.